Event description:
Medtronic received info that while implanting this aortic valve, the center of the cinch mechanism popped out of the holder and was hanging down into the valve. The surgeon was concerned that this piece would fall into the ventricle, but elected to continue with the implant procedure. The valve was implanted without reported pt complication.

Manufacturer narrative:
Analysis: as received, the center of the cinch mechanism, called a rotor, is dangling from the body of the cinch holder, but is still attached with the green multifilament ratcheting suture. The three white multifilament sutures that attach the holder to the valve were in place and were cut properly following implant. Measurement of the inside diameter of the holder body and the outside diameter of the rotor show that they meet mfg specifications. We are unable to determine the cause of the rotor seperating from the holder body, but user technique likely contributed to the observation. Review of the device history record shows that this valve and valve holder met mfg specifications for product released to distribution. Conclusion: reduced device performance occurred and is related to the event. Unable to determine a root cause for the observation. However, user technique likely contributed to the event. No reported adverse pt outcomes.